Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose. The customer was at 40 mg/dl at the time of the incident. The customer's blood glucose level was 108 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. It was unknown if auto mode was active during the event. Customer's parent stated they received a change sensor alarm and customer's sugar has been really unstable from 346 mg/dl to below 40 mg/dl. Customer declined troubleshooting for high blood glucose levels. The insulin pump will not be returned for analysis.